Event description:
The hospital reported that during an endoscopic vein harvesting procedure, three short port btt black inflation valves dislodged (popped out) when staff pushed in the syringes, filled the balloon with air then pulled out the syringe. As a result, the balloons would not remain inflated. Staff could not use a stop cock because as soon as they removed the syringe, the balloons deflated. A replacement unit was used to complete the procedure. The hospital did not report any patient complications. This report is for the second device.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Based on the reported complaint, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. (B) (4).